Event description:
Customer reported that while running an hiv 1/2 assay, summit sample handler did not dispense sample in well a6 and no error code was generated. A field service engineer was dispatched and replaced the plunger clamps in positions 6,7 and 11. No death or serious injury resulted from this incident.